Manufacturer narrative:
Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized and disinfected prior to sending the device for repair. The facility was not aware what the foreign material was. Pre-cleaning: facility noted that there were no abnormalities on the accessories used for reprocessing. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the nozzle has foreign objects due to insufficient cleaning. Additional findings were as follows: due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to a scratch on objective lens, the image has dark area partially, the plastic distal end cover, the protector of universal cord on scope connector side, the scope connector cover unit, the lock engagement lever, the free/engage knob, the right/left knob, the up/down knob, the switch box, the scope cover, the adhesive on bending section cover, the control unit, the grip, the universal cord, the scope connector, the switch1, all have a scratch, the light guide lens, the objective lens both has discoloration, the paint on air/water-cylinder, the paint on suction cylinder, the indication on scope connector, all are peeled, the scope cover plate has peeling, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover has a chip, due to clogging of nozzle, water removal ability does not meet the standard value, the scope connector is dirty due to water leakage, the electrical connector is dirty due to water leakage, due to dirt on objective lens, there is a lack of image on the monitor, the universal cord has a wrinkle, the scope connector has corrosion, the control unit has discoloration, and due to a scratch on objective lens, flare occurs. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The root cause of the foreign material remaining in the subject device was unable to be specified. It was unknown whether reprocessing was practiced in accordance with instruction for use (IFU) which could possibly cause the foreign material to have remained. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿instructions, operation manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had air and water supply failure, separation. The device was inspected prior to use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.